Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient has passed away. According to patient's wife, she went to wake him up and could not wake him up, so she called emt and they took him to the hospital. Patient's wife does not remember the cause of death. There is not allegation that the device contributed to the death. The patient's wife stated that she disposed the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. 10/22/2024 02:08 pm (gmt-4:00) added by (B)(6): the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient has passed away. There is not allegation that the device contributed to the death. The patient's wife stated that she disposed the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.